Event description:
It was reported that during the procedure the screen goes blank after the doctor takes the picture. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of blank screen after capturing a picture could not be reproduced. Unit passed functional testing during 6 hour burn-in including capture and print function. Display touchscreen did not blank out after pictures were captured. All video inputs/outputs normal and unit's display performed as expected. Both analog and digital video outputs were tested during burn-in. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.